Event description:
It was reported that upon initial testing the metal vent connection separated from unit. There was no patient involvement reported.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. No product sample was received; therefore, visual and functional testing could not be performed. A photo was provided of a unit with detached patient outlet connector (including damage to input/output label), with "c41" label and non-original (non-luton) oxygen hose. This was not an out of box failure and no product was returned for investigation/correction. However, it was a clear instance of a detached patient outlet connector, captured in the complaints database. The root cause of the reported issue was found to be the supplier based on the photo provided. If the product is returned, the manufacturer will reopen this complaint for further investigation. A corrective and preventative action has been opened to address the reported issue.